Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the device was interrogated, it was in hardware reset mode. The patient had not receive any hv therapy since (B)(6), 2010. The device was explanted and replaced.